Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Another product issue occurred later with the same pump and patient. The report will be filed as MFR 3006803715-2015-00066 and contains patient updates.(B)(4)

Event description:
It was reported that another reservoir volume higher than expected in the pump was observed on 8/7/2015.

Event description:
It was reported that the pt began to experience lack of pain relief. A catheter access port procedure was performed and determined that the catheter was patent and likely not the cause of the pt's lack of pain relief. On (B)(6) 2015, the dosage was increased but did not have any effect. On (B)(6) 2015, it was reported that a reservoir volume higher than expected in the pump was observed during a (B)(6) 2015 refill appt. The pump was refilled and the pt continued with their therapy. The pt returned to the pain clinic on (B)(6) 2015 for a follow-up visit. No volume issues were observed and the drug dosage was adjusted.